Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet after difficulty using the system, including uncertainty about meal announcements and infusion set and cartridge changes, and subsequently used a backup insulin plan without the ilet app or reports available. Symptoms included hyperglycemia, with a reported glucose value over 400 mg/dl on one day and 197 mg/dl prior to breakfast on another, and lack of ketone testing capability until education was provided. Outcomes included assignment for additional training and guidance to obtain prescriptions for rapid- and long-acting insulin, syringes, and ketone test strips, while keeping the continuous glucose sensor active. Investigation included case review by support, education on ketone testing and the ketone action plan, and provision of training materials and infusion set and cartridge videos, with coordination for in-person retraining. Investigation of this case revealed no device alarms or malfunctions reported and that user handling and lack of training likely contributed to device discontinuation and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user handling and training needs as primary contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.